Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional information requested: has the device locked up (no staples deployed or cut line started)? The staples did deploy, but the knife did not recoil. Or did the device start to deploy staples and cut, but could not complete (partially fired)? The stapling was complete, but the knife did not recoil. Or did the device trip completely and stop during the automatic return of the blade? The shot went off without a hitch, but the knife didn't recoil. What was the appearance of the deployed staples (b-shaped, malformed, goal post/straight legs)? Were there staples missing from the staple line? I do not have this information. Was there any difficulty opening the device? The lever was pulled with no problem. If yes, how was the device removed from the patient? If yes, did the jaws finally open?

Event description:
It was reported that the doctor had a problem with the echelon psee45a while performing a gastric bypass. According to what the doctor when making one of the shots, the echelon got stuck and did not staple as it should. Echelon was changed and the surgery continued without problem. The patient had no consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2022. D4: batch # 377a81. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the would not reverse knife automatic, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.